Manufacturer narrative:
Clarification to b3: partial date of 2024 provided the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "implant is encapsulated and breast pain", baker grade unknown.

Event description:
Patient reported "implant continues to capitulate". Patient later reported "implant is encapsulated and breast pain". This record is for the right side. Device remains implanted.